Manufacturer narrative:
D9 : the date when console was sent for preventive maintenance is unknown. The investigation for the reported display issues has been completed. The aic device was analysed. Replacing the module resolved the data streaming issue, and the console was sent out with a new module. The module was investigated further. The module¿s fpga fw was found to be out-of-date, not 0042-96344-a fpga fw, which is needed for data streaming enabled consoles. Without this fw, the console would not be able to establish initial communication/ handshake with the module, which was observed on the complaint date. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during preventive maintenance, no data would stream on the automated impella controller (aic). Troubleshooting was performed, and it was reported that the 'relay board (rlm) was faulty. The rlm was replaced and the device functioned as intended. No patient is involved.